Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient dislocated less than one month post implantation. It was reported that the cemented constrained liner was implanted correctly into the burch ring with no dislocation of the cup or ring. It was reported that the correct size head was dislocated from the socket. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D1: 36mm i.d. With constraining ring cemented constrained liner use with 58mm o.d. Shell / do not use with skirted heads. D10: 00877703601 bioloxâ® option, head, s, ã¸ 36/-3.0, taper 12/14 3185256 g2: foreign: switzerland customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected: h4. Updated: d4, g3, g6, h2, h3, h6. Visual examination of the returned product identified the backside of the liners shows damages most likely coming from the revision surgery. Of note, no traces of cement was found on the backside of the liner. The articulating surface of the liner shows some scratches and rough areas, however it is not possible to determine if they are due to the revision surgery or if they happened during the time in vivo. The metal ring shows some scratch but it is overall inconspicuous. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right hip arthroplasty dislocation as noted with suspected limited depth of the acetabular fossa as noted. This would be best evaluated by examining the entire CT series. A definitive root cause cannot be determined. This complaint was confirmed based on the review of the mmi report confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.